Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device for treatment of non-obstructive urinary retention; trial began (B)(6) 2018. It was reported the trial patient has a uti and had an appointment today. On (B)(6) 2018 the patient again stated she has a uti and was not feeling well. Patient went to her clinic for treatment and the issue was reported resolved. Patient status was reported as alive ¿ no injury. On (B)(6) 2018 patient stated that she was advised not to use catheters now because she has a uti. No further complications were reported or are anticipated.